Event description:
A report was received that the patient was experiencing discomfort in the incision and ipg site. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg was non-functional. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort in the incision and ipg site. The patient will undergo an ipg replacement procedure.